Manufacturer narrative:
This product was manufactured august 15, 2016 ¿ august 16, 2016. A photograph was received for evaluation. The reported condition could not be verified via photographic evaluation. A functional flow test must be performed to confirm the event of no flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not properly empty (balloon did not move). The pump was filled with flucloxacillin 8000mg in sodium chloride 0.9%. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.